Event description:
Pt underwent routine dialysis treatment on 07/21/1999. During treatment, he complained of stomach cramps, which worsened. Dialysis was stopped and he was sent to the emergency room lab tests showed he had a metabolic acidosis. He required admission and treatment with dialysis. Two more pts were treated on the same machine and developed metabolic acidosis. Review of the dialysis machine showed it was set in the acetate mode, but failed to alarm for a low ph. The manufacturer evaluated the machine and found that the ph electrode was not functioning.

Event description:
Pt underwent routine dialysis treatment on 07/21/1999. During her treatment, she complained of an upset stomach and vomited. She then became lethargie. Her dialysis was stopped and she was sent to the emergency room. Lab tests showed she had a metabolic acidosis. She was admitted and was treated with dialysis. Two other pts were treated on the same dialysis machine and developed metabolic acidosis. Review of the dialysis machine showed it was set in the acetake mode, but failed to alarm for a low ph. The MFR evaluated the machine and found that the ph electrode was not functioning.

Event description:
Pt underwesnt routine dialysis treatment on 07/21/1999. During his treatment, he complained of nausea and vomited. He reported feeling better and his treatment was completed. He went home. The medical director then became aware that two previous pts dialyzed on the same machine were diagnosed with metabolic acidosis. This pt was called at home and told to go to the emergency room. He was seen and diagnosed with metabolic acidosis. He was admitted and treated with dialysis. Review of the dialysis machine showed it was set in the acetate mode, but failed to alarm for a low ph. The MFR evaluated the machine and found that the ph electrode was not functioning.